Manufacturer narrative:
Patient was implanted on (B)(6) 2019. Ischemic cva.

Event description:
On (B)(6) 2019, berlin heart (B)(4) was informed by the clinic that a patient in the bvad configuration had an ischemic cva on (B)(6) 2019. The repeat CT on (B)(6) 2019 showed progressive edema of the original lesion. Both pumps were filling and emptying 100% at the time of the event. Berlin heart (B)(4) was also informed that there was a fibrin deposit noted in the left pump at the time of the event. The left pump was changed on (B)(6) 2019. The patient is fully conscious and slowly improving. The patient moves the left side of their body freely and intentionally, but has significant right sided paresis.